Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. Medical history is unknown aneurysm and vessel morphology at the time of implant was reported as the proximal neck was 19mm in diameter and 20mm in length. It was reported that other manufacturer¿s stent grafts were used as a contralateral limb and ipsilateral extension. While the main body was deployed, the delivery system was unintentionally moved distally which resulted on the main body being implanted lower than intended. A final angio showed a proximal type I endoleak. The physician decided to add another manufacturer¿s cuff proximally; however, the endoleak diminished but did not resolve. The physician decided to finish the procedure and the patient will remain under observation. The physician also indicated a possible type IV endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Conclusion: implanting lower than intended.